Event description:
It was reported that a physician trained in the use of the starclose se device achieved hemostasis of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to successfully remove the device from the pt's anatomy. Hemostasis was achieved with the starclose se clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed and the access port bail-out mechanism was used and a displaced safety release was found. The safety release is inoperative after clip deployment and is inaccessible for normal manipulation. Internal inspection did not yield any device abnormality or detectable damage. All components were in the proper post clip deployment positions with the dilator assisted bail-out manipulation; however, the vessel locator contained three bent locator wings and one broken locator wings. It was determined that all of the wings attachment points were secure in the vessel locator assembly and that all of the broken locator wing material was returned. All external device observations were normal for a device in its returned state. A large amount of dried blood and or tissue was discovered in the distal end of the clip delivery tube's lumen. This condition is consistent with tissue compaction during the advancement of the thumb advancer/clip delivery tube set, which can lead to bent and or broken locator wings. Based on the investigation findings, the root cause for the damaged locator wings condition is related to the operational context in which the device was used, while the displaced safety release is an incorrect user technique. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.